Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to oversensing. An invasive procedure was performed and the physician elected to replace both the lead and implantable cardioverter defibrillator (ICD) at this time.